Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain, skin breakdown, extrusion and infection at the implant site. The patient was treated with oral and topical antibiotics (specific date and duration not reported). The device was subsequently explanted under general anesthesia on, (B)(6) 2025. It was also reported that the patient underwent a scalp wound closure revision during the same surgery. It is unknown if there are plans to reimplant the patient as of the date of this report.